Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Date of metallosis development is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spinal procedure performed on (B)(6) 2018; during removal and placement of implants in the (spinal) column, it was observed during the procedure that the patient had metallosis in the spine caused by the [previously implanted] vertical expandable prosthetic titanium rib (veptr) implants documented as a lumbar extension rod and a titanium rib sleeve (or extension bar). Washing and debridement of the soft tissue were performed. Arthrodesis was performed with expedium growing spine system implants. The surgery was completed without complication. It is unknown if there were additional devices implanted to support the veptr rods. All available information has been reported. This report is for one (1) ti rib sleeve-size 9 220mm radius. This is report 2 of 2 for complaint (B)(4).